Event description:
Oropharyngeal pain [sore throat], feeding disorder [unable to eat], contraindicated device used [contraindicated device used], accidental device ingestion [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of sore throat in a 85-year-old female patient who received double salt dental adhesive cream (new poligrip sg) cream for denture wearer. Concurrent medical conditions included denture wearer, dementia and marriage. On an unknown date, the patient started new poligrip sg. In december 2022, an unknown time after starting new poligrip sg, the patient experienced sore throat, unable to eat and accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the patient experienced contraindicated device used. On an unknown date, the outcome of the sore throat, unable to eat, contraindicated device used and accidental device ingestion were unknown. It was unknown if the reporter considered the sore throat, unable to eat, contraindicated device used and accidental device ingestion to be related to new poligrip sg. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course] on an unknown date, the patient, the reporter's wife, used new poligrip sg. In (B)(6) 2022, the patient, who had dementia, accidentally swallowed the new poligrip sg attached to her upper jaw (serious criteria gsk medically significant). She later experienced sore around the back of her throat, and although she was on liquid diet, she said that no food would go down her throat (seriousness: non-serious). [Reporter's comment] as new poligrip sg was supposed to melt away, the reporter was not sure if the product was the cause. He was going to take the patient to hospital. No further information is expected.

Manufacturer narrative:
Argus case ID: (B)(4).